Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was not getting good pain relief in his lower back and lower extremities. It was unknown when the catheter placed too high was first noticed. The original surgeon placed the catheter too high and the patient wasn't getting good pain relief. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(3000 mcg/ml, 723 mcg/day), clonidine(650 mcg/ml, 156 mcg/day), bupivacaine(30 mg/ml, 7.2 mg/day) and baclofen(400 mcg/ml, 96.4 mcg/day) via an implantable infusion pump for the treatment of non-malignant pain and failed back syndrome-other. It was reported that the patient inquired about a kit that could be used for catheter revision. The hcp stated that the catheter was too high (t6) and they wanted to move it to t12 so the patient would get better pain relief. Event date was unknown since the hcp had to go into operation room. The hcp called back to confirm catheter calculation. No further complication was reported.